Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred while the pump was charging. There was no impact to the customer's blood glucose level. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared after changing the wall adapter. Customer continued using the pump for insulin therapy, but also had manual injections for insulin therapy if needed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.